Event description:
The pt received injection of synvisc into an unknown knee in 2005. The following day, the pt experienced a very large knee. The physician punctured the knee and the synovial fluid was cloudy. The physician sent the fluid for analysis and the results were found to be sterile. The physician punctured the knee again 3 days later and gave coricosteroid injection. The physician had not assessed the relationship of synvisc to the events. At the time of this report the pt's outcome was unknown. The pt had a history of prior treatment with synvisc last year without any problems. Following first injection the pt experienced knee swelling, red knee and huge effusion. The knee was aspirated, 100cc sterile fluid. The pt experienced recurrent effusion in three days and the knee was aspirated and injection with hexatrione (traimcinolone) for event treatment.